Event description:
It was reported that the patient experienced an endocarditis infection. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.